Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There is no allegation of serious or permanent harm or injury. Additional information was received about allegation of device was noisy and other thermal issues. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During exterior investigation, there was unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There was an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The internal aspect of the device was inspected, there was unknown debris in the tracks of the ui panel. Product investigation laboratory notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Product investigation laboratory observed secondary findings - a keratin-like substance was observed around the blower box outlet. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. Mineral spots consistent with water ingress were found present on the motor casing. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.